Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. Review of the stored daily threshold and impedance measurements trend report showed that at implant the rv lead shock impedances rose from the stable ranges of 110 ohms to current measurement of 136 ohms, which is considered to be high out of range. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.